Manufacturer narrative:
Customer service will contact the customer by amazon buyer messages and request the serial number, lot number, or a picture of the instrument. This information is needed for shanghai to begin a record review for this non-conformance.

Event description:
It was reported: "pointed tip was uneven and caused unintended skin irritation rather than eliciting precise reflex responses."